Manufacturer narrative:
H6. Codes: updated. Device evaluation: investigation of the reported complaint for "unable to feed catheter through touey and tried to rotate 180 degrees but still unable to feed catheter. Touey and catheter removed but as pulling back, felt a snap and the tip of the catheter had been sheared off" was limited because no sample, photo or video was provided for investigation. Based on the complaint description the catheter shred may have occurred because the customer did not follow instructions for use. Unfortunately, without the sample or photo we are unable to further assess this incident. There was no trend of similar customer complaints identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while siting the epidural for a woman in labor, the healthcare professional was unable to feed the catheter through the touey. Tried to rotate 180 degrees but still unable to feed catheter. Touey and catheter were removed, but while pulling back, a snap was felt. Tip of catheter had been sheared off. There was patient involvement and unknown patient harm/adverse event reported.